Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during navigation assisted maxillary and ethmoid surgery left side, the excessive vibration of blade followed by handpiece stall error 15 on ipc. Oscillation sound was not normal. Blade appears to be in tact, but the inner lumen did not rotate freely inside of the outer lumen. There was 4 minutes delay in the procedure. The procedure was completed with backup product. The procedure successfully completed. It was a blade issue. Other blades worked fine with handpiece. There was no patient injury.

Manufacturer narrative:
H3: the device was returned in an open pouch, and the pouch was open from 3 of 4 sides upon return. There were traces of contamination observed on the outer tube. The inner assembly hardly spun by hand with binding sound. The device was easily loaded into a handpiece but was unable to oscillate properly. During the blade oscillation up to 1 ,500rpm, the entire blade was moving and there was an unusual sound observed. For further analysis, an x-ray was performed to capture an image of internal components of the device, and it was observed that the spiral wrap was broken. The device failed functional testing due to defective condition upon return and the inability to spin properly. H6: fdm b17, fdr c20, img g04041, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.